Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used perifix cath.con. 2.0 g20-g24 yellow and one used perifix filter 0.2 m bulk out of an espocan w. Ds + pencan 27gx5 3/8" (0,42x without packaging. Furthermore we received one used perfusor line without packaging. The defect is due to a development error and already known. Therefore this complaint is consider as confirmed. In addition, the connection between the received catheter connector and an original packed catheter (a reference sample) was taken to a tensile strength test according to the test plan. Nominal: min. 11.0 n actual: 8.52 n the tensile strength of the sample is not within our specification. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
(B)(4). Connector automatically opened.